Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. A revision procedure was performed, however, a replacement rv lead was unable to be implanted due to patient anatomy and the rv lead remained implanted. An additional procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the noise was suspected to be due to damage of the right ventricular (rv) lead, however, no damage was visually observed.